Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced skin flap necrosis and an exposure of the receiver/ stimulator, resulting in the decision to explant the device.the device was explanted during a surgical procedure (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011. There are no plans to reimplant the patient with a new device as of the date of this report this report is filed (B)(4) 2013.